Event description:
It was reported that this right ventricular (rv) lead recorded an alert for high out of range shock impedance measurements. Technical services (ts) reviewed the available device data and observed the reported shock impedance value was approximately 125 ohms. Ts recommended consideration of increasing the upper alert limit. No adverse patient effects were reported. This rv lead remains in service.